Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to correct. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 10/11/2017: it was reported that the doctor never felt any resistance in the insertion of the seal. It was reported that there was no resistance with the removal and that was the problem, it just came out unattached and the doctor could successfully manually tamper what was left.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The user facility reported similar events. See MDR's 3013394970-2017-00389 and 3013394970-2017-00390. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the agio-eal failed to engage the locking cap and fell apart. The following information was provided by the user facility: the first click occurred without issue but when the doctor pulled back the angio-seal device to set the anchor the device did not click into place and came apart. The doctor was able to grab the tamper tube and manually complete the seal. It was reported that there was no injury to the patient and there was no noted blood loss.